Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had only one CT one year post implant and was lost to follow up which showed there was no change to the stent graft placement. Approximately three weeks ago the patient presented emergently with back pain and the ultrasound revealed that the stent graft has migrated 15 mm below the renal artery with a proximal type I endoleak present. The stent graft migration was attributed to disease progression with aortic neck dilatation. The aortic neck measured 32 mm in diameter at the renal arteries. The next day a 36 mm endurant aortic cuff was implanted and successfully resolved the migration and type I endoleak. Aneurysm increased in size from 8cm -9cm in the past 3 months and vessel morphology was not reported. A partial explant was performed; the device is not returning for review. Three months ago the patient had an endurant cuff implanted. It was noted that the patient was non-compliant with surveillance. It was reported that there was a proximal type I endoleak, that could not be repaired with a cuff, due to the fact that the previously cuff placed was right at the renal arteries. The patient presented emergently with abdominal pain and was converted to an open surgical repair. The physician elected to explant the main body of the aneurx bifurcated graft, sewed in a bypass graft to the distal portion of the cuff and the proximal portion of the remaining aneurx graft. The type I endoleak occurred due to a lack of adequate wall apposition (only 3mm of adequate wall apposition). The patient tolerated the procedure well and will continue to be monitored by their physician. A review of returned cta post-implant showed that the stent graft was approximately 10 - 30mm below the left renal; however the stent graft placement at implant was not provided so unknown if had migrated. The proximal neck diameter was 29 x 31mm, and the aaa size was 6.5cm in diameter. The ipsilateral limb was placed on the right side. Minor thrombus was observed lining the stent graft aortic body and both limbs; no stent graft kinks were observed. No obvious endoleaks were observed. Films from one year later, chest cta were also returned; however the stent graft was not visible in these images.

Manufacturer narrative:
(B)(4). Evaluation codes, method: other (film evaluation) evaluation codes, results: inherent risk of procedure (endoleak) patient's condition affected effectiveness of device (disease progress; neck dilatation with lack of adequate wall apposition in the proximal seal. Patient was not compliant with follow-up); evaluation codes, conclusion: 50 device failure/lack of effectiveness related to patient condition (disease progress; neck dilatation with lack of adequate wall apposition in the proximal seal. Patient was not compliant with follow-up).